Event description:
It was reported that the patient fell and was feeling stimulation on the right hip. The patient fell in the bathroom 3 days prior. The next day the patient had a bruise on the right hip. She was feeling stimulation on the left hip but after the fall she was feeling it on the right hip. The patient was advised to call her healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).